Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date during an unknown procedure, the driving cap broke off into the insertion handle when being malleted. This made the insertion handle and the drive cap unable to be used for the future. The surgeon attached another driving cap and it also broke. The procedure was successfully completed with an unknown amount of surgical delay. There was no patient consequence. Concomitant devices reported: unknown mallet (part# unknown, lot# unknown, quantity 1). This report is for one (1) radiolucent insertion handle frn. This is report 1 of 3 for (B)(4).